Event description:
The customer reported that they were unable to hear the sound from the system. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and the customer reported that no sound or alarm was coming from the surveillance, and system administrator wanted to know how to increase the volume. The rse advised the customer not hearing the sound from the surveillance could be multiple reasons. The rse explained the customer that the issue could be from the speaker, decreasing the volume or the alarms were not going off. The rse had the customer trace the speaker cable and they realized someone had removed the speaker cable from the surveillance. The customer reconnected the cable to the surveillance and the issue was resolved. A good faith effort (gfe) was made to confirm if the removal of the sound connected to the surveillance was accidental or intentional, but the efforts were unsuccessful. Based on the information available and the testing conducted, the cause of the reported problem was due to someone removing the speaker cable from the surveillance. The investigation concludes that no further action is required at this time.